Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable glucose results from accu-chek inform serial number (B)(4). The patient came to the ER with acute kidney failure. The customer was not sure of anything that happened to the patient prior to the admission in the ER and had no idea of the last administration of any diabetic medications. At 9:16 am, the result from the meter was 113 mg/dl. At the same time, a laboratory draw was taken and the result was 43 mg/dl. The facility assumed that the result of 113 mg/dl was not an accurate result. At 10:01 am, the patient was tested with the same meter and the result was 99 mg/dl. At 11:09 am, the patient was tested with accu-chek inform serial number (B)(4) and the result was 90 mg/dl. The customer then retested the laboratory sample on meter serial number (B)(4) and the result was 47 mg/dl. No treatment was given based on any of the results. There was no allegation of an adverse event and the patient's current status was given as "okay". The customer stated that controls were tested on the both meters shortly after the results and both levels of controls passed on both meters. The suspect strips were received for investigation and were tested with a retention meter and quality control material. Control ranges: level 1: 30-60 mg/dl. Level 2: 261-353 mg/dl. Results: level 1: 45, 45, 45 mg/dl. Level 2: 310, 304, 310 mg/dl. All results were within the acceptable range. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. A specific root cause could not be determined. No information was provided in the complaint case that would point to a cause for the result discrepancy. Potential causes include traces of food on the fingers or fatty residues from skin cream products, or air bubbles in the sample when using pipettes. If peripheral circulation is impaired, collection of capillary blood from the approved sample sites is not advised as the results might not be a true reflection of the physiological blood glucose level.